Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced pain in the arms when raising them, and the physician believes this is due to scar tissue that developed from a blood clot that the patient had after implant. As a result, surgery occurred to explant the lead to address the issue.